Manufacturer narrative:
According to a philips specialist, the alarm logs show alarms at the time the event took place. The device is also designed to provide inops once the abp line has been disconnected. But when the line falls to the floor, the device cannot alarm. No errors are found in the device logs, according to the philips specialist. The issue has been resolved by explaining to the customer that the device did function as expected. The device did alarm as designed to do. The device remains at the customer site. The customer's reported issue is resolved, and no further calls or complaints have been documented regarding this issue. The evaluation outcome of the investigation is that there was no product malfunction. The whole device/system remains at the customer site. The troubleshooting that has already been done by the customers biomed is considered as all that is warranted for the customer's reported issue. The available information supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer was asking for assistance in obtaining information from the device since after downloading information, he received an error message. The biomed was trying to find information on the alarm logs for abp. This is being reported as a serious injury. It was stated that the patient had disconnected his arterial line and was found bleeding from family members who notified nursing. The patient's hemoglobin was stable and no further treatment was necessary. The hospital staff has not alleged that the device malfunctioned. No further information is available.